Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device did not analyze when connected to a patient. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The patient did not survive.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. It was observed through the electronic records of the device, the patient presented with a non-shockable rhythm, asystole. Following this, the device suddenly powered off. Heartsine determined that this was attributed to a failed +ve pogo-pin. Heartsine performed a clinical review of the reported issue observed through the electronic records of the event that chest compressions were performed when the pads were placed, artificing the ECG. As a result the device determined the rhythm to be shockable. When chest compressions stopped, the patient presented in asystole, a non-shockable rhythm. It could not be determined if the device performed as intended. The customer received a replacement device and the returned device archived by heartsine.

Event description:
The customer contacted heartsine to report that their device did not analyze when connected to a patient. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The patient did not survive.